Event description:
I had two tick bites in (B)(6) in (B)(6) 2011. I didn't notice until there were two bull's eye rashes on my ankle. Went to a gp at a walk in clinic in (B)(6) in (B)(6) who told me it couldn't be lyme. I insisted on 2 weeks of doxycycline. I then saw my gp who gave me 2 more weeks of doxycycline and tested me for lyme. I was positive on the cdc elisa test. My western blot test was negative. Because the wb was negative, I am considered to not have lyme disease. A few months later, I developed pain, debilitating fatigue, and cognitive problems. I couldn't read, multi-task, concentrate, remember where I had worked, or have an intelligent conversation. My handwriting deteriorated, I couldn't sleep event though I was tired, and I developed burning and tingling on my torso and a crawly feeling on my scalp. The two tiered tests for lyme disease are not reliable and need to be replaced by a more reliable test. A year later, I went to a private clinic where I tested positive according to igenex standards, but still negative by the cdc standards. I have been treated for lyme now for two years and have improved a great deal, but every single time, I stop taking antibiotics, some symptoms come back and sometimes I also develop new ones. Chronic lyme exists. I wouldn't be in this serious financial and health situation if your two-tiered test were more reliable and if doctors were allowed to treat based on symptoms in a timely manner and at a dose that was adequate, without fear of losing their licence. I have also tested positive for mycoplasma pneumoniae in (B)(6) 2013. (B)(6).